Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the technician confirmed by an operational check that "ventilator service required" alarm sounded. Since an e-344 was confirmed in the error log, the oxygen blender pca was replaced to address the issue. Periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).